Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose flex cable on the ECG board. The cable was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during testing the device failed to discharge and would not respond to input selection via the front panel membrane. Complainant did not indicate that there was any patient involvement in the reported malfunction.